Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy, stone extraction, sphincterotomy, and stent placement using an evis exera iii duodenovideoscope and a single use distal cover, the distal cover cracked and fell off into the patient¿s stomach upon withdrawal of the scope. The physician was able to go back in and retrieve the distal cover from the patient¿s stomach. There were no additional consequences to the patient as a result of this occurrence. The distal cover will not be returned for evaluation. Case with patient identifier (B)(6) reports the scope used in the procedure case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00148 the device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirms the correct operation method by contacting olympus or another expert within your facility. The facility carefully reviews and follows the instruction manual. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. Furthermore, the facility also confirmed that staff education and support has been provided to their team by olympus. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers remain in the product cartons, which are stored in the endoscopy supply room. The facility reported that it is unknown what specific chemicals were used when the distal cover detached. However, ky jelly is used on both the distal cover and the distal end of the endoscope. The following chemicals are administered through the cannula during endoscope insertion: epinephrine, saline, methylene blue, and eleview injectables. Also, cetacaine spray is administered orally to the patient(s) before the inspection. No chemicals are administered directly into the body through the forceps channel during endoscope insertion, and no chemicals sent to the forceps channel to lubricate. Also, there are no chemicals used during endoscope preparation and pre-use inspection. It was confirmed that a crack has never been observed on the distal cover (new version ¿ maj-2315) prior to attachment to the endoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the likely causes for the distal cover falling off the scope are as follows: a) the distal cover was not attached properly. B) chemical solutions such as anti-fog agent adhered to the distal cover, which led to breakage of the cover. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover.¿ ¿hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off.¿ ¿twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off.¿ ¿if finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover.¿ with a new single use distal cover, repeat step 1 through 8.¿ olympus will continue to monitor field performance for this device.